Manufacturer narrative:
The customer was contacted numerous times for more details but no response appears to be forthcoming. The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated and the cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device will randomly turn off. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device will randomly turn off. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.